Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from june 15, 2015 to june 16, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was involved in an over infusion incident. The device was filled with (B)(4) mg of fluorouracil diluted with (B)(4) sodium chloride (non-baxter products) for a total fill volume of (B)(4) ml. The device was then connected to a patient, and the expected infusion duration was 48 hours; however, actual infusion duration was 72 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.